Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had product damage issues. The following information was provided by the initial reporter : the consumer reported that the thumb press broke off of the plunger rod and the issue involves one syringe from the box. Date of event : unknown. Samples : available.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1214709. All inspections and challenges were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had product damage issues. The following information was provided by the initial reporter : the consumer reported that the thumb press broke off of the plunger rod and the issue involves one syringe from the box. Date of event : unknown. Samples : available.